Event description:
During the implant procedure of the subject device, connection issues were incurred by the physician in the rv channel. Reportedly, the physician inserted the screwdriver as recommended and felt that it was properly engaged into the set-screw cavity, but when rotated it turned freely. The lead could not be removed from port after several screwing and unscrewing attempts with different screwdrivers, so the physician left the system implanted. It was also indicated that a defibrillation test showed good sensing and impedance values.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.